Event description:
It was reported that during the insertion of a cvc into the internal jugular vein the sgw was not going through properly. It had to be removed without any force, but it broke during the removal. As a result, a metallic thread of 8 to 10 cm remained in the needle blocking the light. The device had to be removed and replaced by a different lot number. There were no clinical consequences following the incident.

Manufacturer narrative:
(B)(4).